Manufacturer narrative:
Additional information was subsequently obtained regarding this case. It was clarified that this case involved a battery that needed to be calibrated only. The battery passed calibration and was placed back into use. Per the heartstart mrx instructions for use, battery maintenance begins upon receipt of a new battery, and continues throughout the life of the battery. Note that battery calibration is part of battery maintenance.

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported mrx rfu indicator shows "x" although battery is fully charged. There was no reported patient involvement.